Event description:
The customer contact reported that the pt received more medication than intended. At 0440, channel 1 of the device was programmed to deliver an unspecified concentration of vaprisol, at a rate of 4.3ml/hr, with a vtbi (volume to be infused) of 104ml, for a duration of 24 hours, and the delivery was started. After an unspecified length of time, "a second nurse reported to the primary nurse that she had heplocked the pt and turned the device off." It was reported that the primary nurse "knew this was premature to have infused the total amount in less than 24 hours." The customer contact indicated that the charge nurse and house supervisor were notified. It was reported that the programmed rate of 4.3ml/hr was verified; however, the device displayed a volume infused of 109ml. The physician and the pharmacy dept were notified. The pt's lab values were evaluated. No results were provided. There were no reported adverse pt effects. No medical interventions were required. The pt was discharged the following day. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing channel 1 of the device delivered measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the user facility. A review of the device history indicates that on (B)(6) 2011 at 2052, line a was programmed to deliver an ivf with additives, at a rate of 312ml/hr, instead of the customer reported rate of 4.3ml/hr, with a vtbi (volume to be infused) of 104ml, for a duration of 20 minutes, which resulted in a dose limit alert (limit: 250ml/hr). The yes option was chosen to override the limit and the delivery was started. At 2107, the device alarmed n232 prox air a, backprime. At 2109, the device was turned off. At 2126, the device was turned back on. The settings were not cleared. At 2133, line a was reprogrammed to deliver at a rate of 4.3ml/hr, with a vtbi of 100ml, and the delivery was started. On (B)(6) 2011 at 0448, the device alarmed with n232 prox air a, backprime. At 0429, the alarm was silenced, and the device was turned off. The device was turned on and off 3 times between 0429 and 0659. At 1135, the device was turned on and the volume on line a was cleared with a volume infused of 109.2ml. A review of the history found the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.